Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a marked vasospasm of the ica, which improved after initiation of spasm-lysis with nimodipine. In addition, a subsequent control angiography showed m1 occlusion, most likely due to dislocation of the thrombus proximally. There were two additional times of thrombectomy with the solitaire stent retriever without recanalization. There was a subsequent change to a nimbus stent retriever. The nimbus was pinched with a microcatheter and aspiration catheter. There was subsequent recanalization with possibly smallest peripheral embolus (tici 2c). There were no patient symptoms or complications associated with the event. The patient was being treated for an ischemic stroke of the middle cerebral artery (mca), m2. The patient's mrs baseline was not available and procedure was 3, the nihss score baseline was 20 and post-procedure was 5, the tici score baseline was 0 and the post procedure was 2c. The IV tpa was not contraindicated. There were 3 total passes with the solitaire and a fourth pass with the nimus. The patient had a wakeup stroke and reperfusion was at 10:34 (B)(6) 2021 .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported study sponsor and site assessment determined the serious adverse event could possibly be re lated to the stent retriever device, the aspiration catheter, and the procedure. The event was not considered life-threatening. It did not result in prolonged hospitalization, additional intervention, or patient disability. The vasospasm resolved the same day with intra-operative nimodipine.